Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. One device was received in good condition with no appearance of any physical damage. Per event history/error log review, force sensor test error. Per functional testing, force sensor test error was found at power up and all the reading of force sensor was out of the required specifications. The complaint was confirmed. The root cause was the force sensor was out of calibration. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Performed force sensor calibration and all the functional testing which passed. Cleaned and greased the device.

Event description:
It was reported that "biomed thought it was force sensor failure". Patient involvement unknown.